Manufacturer narrative:
Distributor was contacted and further information was requested regarding the issue. The sample was not returned to new world medical; therefore, the issue reported could not be confirmed.

Event description:
Distributor reported "pressure didn't go down."